Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula is bent and the tape is not adhering to the skin. The customer's blood glucose reading was 405 mg/dl at the time of incident. Troubleshooting advised customer on insertion techniques and on skin preparation. The customer was advised to monitor issues and call back if issues persist.